Event description:
I had a hysterectomy which was done with the davinci robot on (B)(6) 2014. Eighteen days later, I began to hemorrhage. I had lost 5 pints of blood and had to be rushed to the hosp by ems, was stabilized and transferred to dmc for a revision surgery on the vaginal cuff. I was diagnosed with vaginal cuff dehiscence. This has since caused me to have a hard time fighting off even the common cold and being diagnosed with ptsd.